Event description:
It was reported that the patient¿s leads were being revised because of inadequate stimulation coverage today. Additional information received reported that impedances were good, there were no malfunctions, and lead to be revised and placed to cover pain. Additional information received clarified that the patient was scheduled for revision at the end of this month. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead, serial number (B)(4), found that the lead body conductor was broken at an unknown anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete .

Event description:
Additional information received reported that the patient was going to have one lead changed out for sure. The patient was getting stimulation on the left side, so it was unsure if anything was going to be done to that lead. Also, high impedances were noted on contact #2. It was noted the impedance issues developed a couple of months ago. Additional information received reported the patient had a revision and a new lead was placed. It was reported there was a possible leads fracture. The patient was reported to be doing good.